Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to question the accuracy of insulin delivery via the animas insulin pump as her blood glucose has been elevated from 300 mg/dl to 500 mg/dl over the last month. She was unable to lower her blood glucose to the 100's mg/dl while on insulin pump therapy. At the time of concern, the patient reportedly had symptom of moderate fatigue. Since she went off of insulin pump therapy and is now using insulin via syringe, her blood glucose is back down to 100¿s mg/dl. During troubleshooting, the patient requested an insulin pump replacement. The allege insulin delivery issue was not resolved. There was no product misuse. The advance feature and the basal segments are programmed as intended. This complaint is being reported because has elevated blood glucose of 500 mg/dl while on insulin pump therapy. The animas product was replaced and requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: unable to duplicate reported complaint. Pump history shows the last bolus and the last basal were delivered on (B)(6) 2013. No alarms related to the complaint observed in pump history. The basal and bolus history add up correctly and total the tdd showing the pump was delivering accurately until the last insulin delivery recorded. Pump successfully passed a (B)(4) flow accuracy test. Pump found to be operating within required range and making accurate deliveries. No alarms occurred during testing. A crack near case seal of battery compartment was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.